Manufacturer narrative:
After further review of additional information received, section h6: health effect - clinical code: code 4581 was used for 'death'. The patient is deceased, but there was no indication if this was related to the device. As reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, perforation and fracture of the filter. It was reported that the patient became aware of filter tilt, perforation of filter struts outside the inferior vena cava (ivc), perforation of filter struts into organs and filter fracture (one posterior fragmented strut fracture), approximately ten years post implant. It was also reported that the patient is deceased, however a cause of death and relation to the filter was not provided. According to the medical records that patient history was noted for pneumonia, tobacco use (switched to smoking electronic cigarettes), chronic obstructive pulmonary disease, anxiety disorder, depression, leg deep vein thrombosis (dvt), migraine headaches, hypothyroidism, cholecystectomy, appendectomy, tonsillectomy, benign right lung nodules, chronic back pain for 25 years (2 surgeries), non-specific right abdominal pain, and a right-side lumpectomy. The back pain worsened after the filter was implanted. Approximately three years post implant a right lung biopsy revealed non-hodgkin lymphoma (nhl). The patient was treated with chemotherapy and radiotherapy. The patient had computed tomography (CT) scans and positron emission tomography (pet) scan which revealed fluorodeoxyglucose (fdg) 4.5 cm tumor in right lobe of liver and fdg-avid 2.5 cm right lower lung opacity. Two other subcentimeter nodules were also noted. A biopsy of the liver mass revealed metastatic adenocarcinoma. Serial computed tomography (CT) scans were performed at three years and again two weeks later, at 4 years, six years, six years and three months, six years and six months, six years and eight months, seven years, eight years, and at eight years and three months post implant. The original image review was not provided, the scans were submitted for additional review approximately ten years post implant. All of the reviews indicate that the filter is tilted, has perforated the ivc wall and organs (soft tissues, and contacts the bowel, pancreas, aorta, right hepatic lobe tumor, and lumbar discs). The filter is embedded. The series of scans showed a progression of the depth of ivc perforation. Posterior fragmented strut fracture was observed in the last CT scan. The indication for the filter placement and procedural details have not been provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant images for review the reported event(s) could not be confirmed or further clarified. Due to the nature of the complaint and the very limited information provided, the reported fear, headaches, weight gain, moods, slow circulation in body, pain, hair falling out and swollen legs could not be further clarified. These events do not represent a device malfunction and may be related to underlying patient specific issues. Without a cause of death provided a clinical determination could not be made, however, review of the patient history suggests that the patient may have succumbed to liver cancer. Pain does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt, perforation of filter struts outside the inferior vena cava (ivc), perforation of filter struts into organs and filter fracture (one posterior fragmented strut fracture). The patient became aware of the reported events approximately ten years after the index procedure. The patient is deceased, but there was no indication if this was related to the device. Additional information in the medical records indicated that the patient had a history of pneumonia, tobacco use (switched to smoking electronic cigarettes), chronic obstructive pulmonary disease, anxiety disorder, depression, leg deep vein thrombosis (dvt), migraine headaches, hypothyroidism, cholecystectomy, appendectomy, tonsillectomy, benign right lung nodules, chronic back pain (2 surgeries) for 25 years, non-specific right abdominal pain, and right-side lumpectomy. The back pain worsened after the filter was implanted. Approximately three years after the index procedure a right lung biopsy revealed non-hodgkin lymphoma (nhl). The patient was treated with chemotherapy and radiotherapy. The patient had computed tomography (CT) scans and positron emission tomography (pet) scan which revealed fluorodeoxyglucose (fdg) 4.5 cm tumor in right lobe of liver and fdg-avid 2.5 cm right lower lung opacity. Two other subcentimeter nodules were also noted. A biopsy of the liver mass revealed metastatic adenocarcinoma. Serial computed tomography (CT) scans were performed at three years and again two weeks later, at 4 years, six years, six years and three months, six years and six months, six years and eight months, seven years, eight years, and at eight years and three months post implant. The original image review was not provided, the scans were submitted for additional review approximately ten years post implant. All of the reviews indicate that the filter is tilted, has perforated the ivc wall and organs (soft tissues, and contacts the bowel, pancreas, aorta, right hepatic lobe tumor, and lumbar discs). The filter is embedded. The series of scans showed a progression of the depth of ivc perforation. Posterior fragmented strut fracture was observed in the last CT scan.

Event description:
As reported by the legal department, the patient underwent placement of the unknown trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, perforation, fracture of the filter, and the resultant symptoms. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter tilted and fractured and was associated with perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.